Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. The endoscope was not used for the procedure with the foreign material attached. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation in addition to the reportable malfunction mentioned, it was observed, due to wear of angle wire, the play of up/down (u/d) knob was out of the standard value, the bending section cover (a-rubber) had a scratch, the adhesive on a-rubber had a chip, the adhesive on a-rubber had white-clouded area, the light guide (lg) connector was damaged, the connecting tube had a scratch, and the protector of the video cable section was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had air/water or aspiration problem. Upon inspection of the customer¿s returned device it was observed, foreign matter was noted to be clogging in the nozzle. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.